Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the auxiliary water tube was not being cleaned after each case; instead, it was cleaned once daily. The issue occurred during reprocessing, and there were no reports of patient harm.